Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4):the meter passed all testing with no faults found. The test strips involved in this case were tested and found to have failed for control solution high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter read inaccurately high compared to her feelings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2012 at 4:58 pm, she obtained an alleged inaccurate high reading of '4.9 mmol/l (88 mg/dl)" with the subject meter. The patient informed the csr that she is on insulin pump therapy and denied taking any action regarding her usual diabetes regimen in response to the result. However, 2 minutes later, the patient claimed she began to feel weak, dizzy and was seeing "black spots". In response to the symptoms, the patient reported she treated herself with orange juice. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's symptoms do not meet lfs's criteria of a serious injury. However, this complaint is being reported because the result obtained on the lfs device did not correlate with the patient's feelings.